Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the battery contacts were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during sterile processing, it was discovered that the universal battery charger device was not charging batteries. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however, it was reported that the event occurred on (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.